Event description:
It was reported that when the doctor removed the coroent si awl, self centering instrument, the tip broke off and remained inside the vertebral body. This event occurred in spain.

Manufacturer narrative:
The investigation revealed a complaint reporting that during a procedure the doctor removed the coroent si awl, self centering instrument, the tip broke off and remained inside the vertebral body. The device was not returned. Therefore, no investigation into the root cause could be completed. Possible contributors to the reported issue may be due to wear fatigue or excessive force. A labeling and DHR review were completed. The device was not returned; however, the lot number was provided. Review of the device history records notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Lot #tu10592 was released to the field 4/5//2024. The complaint history review identified instances related to a fractured tip of an interlock awl. Based on this type of event, and number of interlock screws sold globally over the last two years, the occurrence rate is (B)(4). A risk evaluation was completed. Review of the complaint and associated risk found the effects potentially related to the reported event have been identified and mitigated and the severity of possible effects do not exceed those estimated in the risk documentation. The observed occurrence rate is less than the expected rate. Labeling, DHR, complaint history, and risk reviews were completed with no deficiencies, discrepancies, or adverse trends identified. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that when the doctor removed the coroent si awl, self centering instrument, the tip broke off and remained inside the vertebral body. This event occurred in spain.